Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary procedure, the 3.5 x 38 mm xience prime stent was deployed and a distal edge dissection occurred. A 3.5 x 15 mm xience prime was deployed to cover the dissection. Post procedure, the patient was in stable condition. No additional information was provided.